Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the device no longer working and patient experienced recurring incontinence several months prior to explant. During explant of the device, a hole was identified in the balloon that resulted in fluid loss. A new aus was implanted. There were no additional patient complications reported.